Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a donor fatality which had occurred within 24 hours of the donor's last plasmapheresis procedure. Haemonetics sent a field service engineer to the customer site to evaluate the pcs®2 plasma collection system, the fse did not find any defects on the unit. The pcs2 met all manufacturer specifications and was returned to service, no repairs were required. Follow up with the customer has indicated that the donor successfully completed their plasma donation with a collected product volume of 879ml, the donor received the routine 500ml saline compensation as per the procedure specifications. The donor left the center in good health, there were no signs of any adverse reaction and no medical intervention was required. The cause of death is not known at this time. The available clinical information has been reviewed by haemonetics' chief medical officer, it has been determined that there is no evidence of a relationship between the plasma collection and the donor's death.

Event description:
On (B)(6) 2018, haemonetics received a report of a donor fatality which had occurred within 24 hours of the donor's last plasma donation. The donor was a routine bi-weekly donor, a plasma collection was completed on (B)(6) 2018 with no issues noted during the procedure. The donation was successful with 879ml plasma collected and 500ml saline compensation per standard procedure. On (B)(6) 2018, the center became aware of the donor's fatality by reading the obituary in the newspaper. The cause of death is not known at this time.